Event description:
It was reported that an alarm 2 followed by alarm 26 occurred, indicating an occlusion issue that caused the customer's blood glucose level to read "high." The customer addressed the high blood glucose level with a correction injection via multiple daily injections and did not require third-party assistance. Tandem technical support instructed the customer to disconnect from the site and perform a series of tasks, such as loading a new cartridge and delivering a bolus, which was completed successfully. To resolve the issue, tandem provided a one-time pump replacement, including sending a cart and ifs replacement for customer satisfaction. Reportedly, customer continued to use the pump for insulin therapy until the replacement arrived.